Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The patient was hospitalized the same day for the event and treated with an unknown antibiotic intraperitoneally for peritonitis. The next day, the patient was discharged from the hospital. The date the treatment was discontinued was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers gd896589 and gd896415. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).